Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right atrial (ra) lead. The ra lead was not used, and the patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct reporter's name should have been (B)(6), rather than (B)(6).

Event description:
New information received noted that the physician elected to use a new right atrial lead to complete the procedure successfully on (B)(6) 2026.